Manufacturer narrative:
Na.

Event description:
The customer questioned results for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) and myoglobin on a cobas 8000 e 602 module. Based on the data provided, the troponin t stat results are a reportable malfunction. The initial troponin t stat result was 0.05 ng/ml. This result was reported outside of the laboratory but then staff realized this did not match the patient's historical results. The sample was repeated on a different instrument and the result was 1.0 ng/ml. The sample was repeated on the e602 module in question and the result was 1.05 ng/ml. The repeat results were believed to be correct and a corrected report was issued. There was no allegation that an adverse event occurred. The troponin t stat reagent lot number was 30870400 with an expiration date of 04/30/2019. Calibration signals were lower than the expected ranges. Qc results were within range. The customer used 13 mm sample tubes with no rack adapters and were spun for 6 minutes. Rack adapters should be used and samples should be spun for the time and speed specified by the tube manufacturer. No issues were identified during a review of the alarm trace data. The field service engineer (fse) visited the customer site and found a possible bubble in the sample. The sample probe was flushed and the sample and reagent pipettor seals were replaced. Calibration and qc were performed and the system was operational. A general instrument or reagent issue was not identified. Based on the data provided, the investigation was unable to find a definitive root cause. The customer had not had any further issues since the service visit.